Event description:
Physician placed the optease filter using the femoral approach. Cartridge was advanced in to sheath with femoral arrows pointing toward the sheath, advanced the filter and upon placement in the interior vena cava (ivc) realized that the filter was upside down. The filter was retrieved via the jugular approach with an en snare. There was no patient injury and the procedure was completed with another optease filter. Tech in the room said filter was packaged incorrectly. Films of the procedure are not available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15752429 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during implantation of an optease ivc filter, the reporter indicated that the filter was implanted upside down. The filter was retrieved via the jugular approach with an en snare. There was no patient injury and the procedure was completed with another optease filter. Femoral approach was used to insert the filter. The reporter indicated that the cartridge was advanced in to sheath with femoral arrows pointing toward the sheath and the filter was advanced, however, upon placement in the interior vena cava (ivc), the physician realized that the filter was upside down. Films of the procedure are not available. A non-sterile optease retrieval filter device was received in a plastic bag, expanded. The non-sterile filter was received with no apparent damage. The storage tube was not received/ provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The physician acted in accordance to the standard of care and removed the deployed filter and a different filter was successfully implanted. Possible placement procedure complications include, incorrect filter positioning and orientation. The IFU instructs that according to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the valve of the sheath introducer. This is indicated by the printed colored arrows and text (femoral: green; jugular/antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Place the appropriate end of the storage tube (containing the optease® filter), as far as possible into the sheath introducer hemostasis valve. The complaints reported by the customer ¿thrombectomy systems-storage tube-labeling incorrect¿ was not confirmed given that the filter storage tube was not returned for evaluation. Without the filter storage tube for evaluation or procedural films for review, it is not possible to draw a conclusion about a causative relationship between the device and the event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Incorrect filter deployment orientation has been previously investigated and corrective and preventive actions have been implemented. No other actions will be taken at this time.